Manufacturer narrative:
Insulin pump received with missing reservoir tube o-ring, missing end cap sticker and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place.(B)(4).

Event description:
Customer reported via phone call that the black ring on the reservoir compartment broke. Customer's blood glucose was 161 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.